Event description:
Additional information received from the patient reported that the patient still leaked and feeling the need to urinate would come on and he would have to run to the nearest facility. The patient continued to increase the power every day or so.

Event description:
The patient started he got a new implantable neurostimulator (ins) on (B)(6) 2016. Since (B)(6) patient did not get any therapeutic effect. Patient stated he changed clothes 3 times on the day of the call. He did not have any control because it just comes out of him and if he catheterizes himself there was still a lot in him. Patient used his pp today and got a poor communication screen. On the call patient services walked patient through using his patient programmer (pp). Patient was able to connect to implantable neurostimulator (ins). Patient seemed to have little understanding how the pp works. Patient mentioned the bandages are falling off. The patient was not feeling stimulation while therapy on. On the call pp showed ins was on, patient was in program 3 at 3.3 v. Patient increased to 3.8 v and stated he could feel stimulation a little now in his testicles. He then increased to 3.9 v. Patient then turned it down to 3.8 v but did not feel stimulation. Patient turned it back to 3.9 v and felt comfortable. It was later reported 5 days later that his symptoms were that he was self-catheterizing and sometimes he had leaking. The patient was wondering what the device was for. The patient did not know if he was getting symptom control. Patient stated he could not feel it very strong and he was on 3.95v and was wondering if he could turn it up. The indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.